Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual inspection was performed on the returned device. The separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported complaint appears to be related to circumstances of the procedure.

Event description:
It was reported that the 2.75 x 20 mm rx trek balloon catheter was removed from the dispenser coil and placed on the trolley. It was then noted that the proximal end of the trek had separated. There was no resistance noted when removing the device from the dispenser coil. The device was not used. Another trek was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.